Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular (av) block, ventricular fibrillation, and cardiogenic shock were reported. The patient died the same day of the procedure. The cause of death is unknown.